Event description:
It was reported that the user experienced a hypoglycemic event with a documented blood glucose of about 50 mg/dl and could not identify a cause. Symptoms included a ¿drunk¿ feeling. Outcomes included self-treatment with oral carbohydrates, including juice and candy, with glucose returning to range after a couple of hours. No backup therapy beyond oral glucose was required, and there was no medical intervention, emergency care, or hospitalization. Investigation included troubleshooting and education with the user and review of available information. Investigation of this case revealed no device alerts or alarms and an unclear cause for the hypoglycemia. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.